Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 2.2 mmol/l at the time of incident. The customer¿s current blood glucose value was 18 mmol/l. The customer did not experienced any symptoms of low blood glucose value. The customer treated low blood glucose value with food. Customer reports auto mode was automatically delivering insulin at the time of low system within 48 hours of reported low blood glucose event. The customer report did not allege over delivery on insulin pump. The insulin pump will not be returned for analysis.